Manufacturer narrative:
Additional information received on 27-sep-2019 that there was no patient involvement.

Manufacturer narrative:
Investigation of the cadd-legacy® plus pump 6500 was returned in good physical condition. Reported event of alarm code 1870 was revealed in event log. Event was duplicated, which revealed pump would not run, as alarmed the 1870 code six times. Pump was dissembled and revealed the motor drive gear off from the cam gear (loose gear). The pump drive gears were reassembled and device testing passed all manufactures safety checks. Unknown cause of event.

Event description:
Information received that a smiths medical cadd-legacy® plus pump model 6500 alarmed code 1870. No patient adverse events reported.